Manufacturer narrative:
The hardware investigation of the returned strength gauges was inconclusive. The connectors were cut off, therefore it was not possible to conduct testing due to the damaged condition of the returned gauges. The reported event was unconfirmed.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system only drives in reverse when handle switch is engaged. Left side reverse is predominant. Motion board was replaced on in a previous case with similar symptom. This resolved the issue for a short while. Possible strength gauge failure. Replaced left and right side strength gauges. Set motion board potentiometers to zero, and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when attempting to drive the imaging system forward, it moved in reverse. It was reported that the system could only be driven in reverse. There was no patient present when this issue was identified. No additional details were provided.